Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm found problem with k8. The stm replaced the drive manifold that corrected this problem. The stm performed calibration, full functional check out and safety tests. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a safety disk leak test failure. The pressure side failed - alarmed disk no plugged. This event occurred during preventative maintenance (pm) of the iabp by the customer. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a safety disk leak test failure. The pressure side failed - alarmed disk no plugged. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.